Event description:
It was reported that a surgeon complained of having difficulties in tightening two bone screws at the t12 level of a thoracic construct "stopping down at level l1." The bone screws with the loose connection were not replaced during the surgical procedure. The surgeon elected to leave the screws in the pt. No pt complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.